Event description:
Treatment of an aneurysm. It was reported the coil could not be detached with the instant detacher or via manual method (provided in the instruction for use). Upon removal, the coil detached. The physician performed angiography and found that the coil returned into the aneurysm and continued to insert more coils and completed the procedure. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
The device was returned for evaluation without the implant coil. The pusher assembly was found broken and the release wire had been pulled back. The implant coil likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the instructions for use).(B)(4).